Manufacturer narrative:
Continued e1 (phone number):(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event (a0412 material rupture). The reported events of "capsular contracture, baker grade IV," "seroma-late," and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, seroma-late, lymphadenopathy, and device rupture

Event description:
Healthcare professional reported rupture. As per ultrasound report intracapsular rupture, stepladder sign is observed, folded implant shell, small amount of peri-implant fluid with left axillary reactive lymph nodes. Healthcare professional later reported the implant was not ruptured it was capsular contracture, baker grade IV and lump on capsule sent for histological examination and diagnostic testing. This record is for left side. The device was explanted and replaced with another manufacturer's device..

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. ¿ rupture: not observed openings during the analysis. ¿ lymphadenopathy: unable to observe as it is not related to the device. ¿ lump/nodule: unable to observe as it is not related to the device. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture. As per ultrasound report intracapsular rupture, stepladder sign is observed, folded implant shell, small amount of peri-implant fluid with left axillary reactive lymph nodes. Healthcare professional later reported the implant was not ruptured it was capsular contracture, baker grade IV and lump on capsule sent for histological examination and diagnostic testing. This record is for left side. The device was explanted and replaced with another manufacturer's device.